Event description:
While using a microline surgical m/l-10 clip applier the metal piece broke off. It was retrieved and passed off of the field. It is an instrument to apply clips to vessels and other tissues to stop bleeding. This instrument has a handle like pliers that has a metal piece in between the 2 handles. That piece helps the instrument return to its original position before firing again. That piece is the piece that broke off during the procedure and was recovered.